Manufacturer narrative:
(B)(4). The site indicated on the submitted maude report to the FDA that they did not want their identity disclosed to the manufacturer. No patient or incident details could be obtained from product user. The incident device was not returned and no lot number information was provided. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Maude event report states: the device was used per routine to divide broad ligament, hemorrhage requiring laparotomy. Diffuse oozing requiring over-sewing of broad ligament and 5 units of blood. Diagnosis or reason for use: vaginal hysterectomy. No site or site contact information was provided.